Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a party stated he underwent left hip and left shoulder replacement surgeries. An initial implant date of 2022 indicated. The party mentioned that after a few years he learned the implant was defective requiring a replacement in 2024. This event represents the left shoulder replacement. No further information available. This is 1 of 2 events. Left hip reported under MDR#1038671-2025-01178.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. D6a: unknown date in 2022. D6b unknown date in 2024. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.